Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a ngen pump and there were visible air bubbles moving throughout the tubing set but no error or alarm notified the medical team of this. The bubbles were noted during active irrigation. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
On 9-feb-2026, the product investigation was completed as no work order or service was requested by the customer. Device investigation details: no work order or any other evidence of analysis for this device was sent to johnson & johnson medtech for evaluation. The service was declined. No further analysis on the system was performed. A device history record evaluation was performed for the finished device number (B)(6), and no internal action related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).